Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached above 500 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia and cold symptoms. The pod was removed at the hospital and patient was treated with insulin and fluids, both of which were delivered intravenously. Patient was released after spending one night in the hospital and this pod was discarded.